Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that shaft leak occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery and diagonal branch. A 3.50x16mm promus premier¿ stent delivery system (sds) was selected. The physician inflated the device; however, the device would not inflate. When the device was removed, it was noted that one of the inflation port in the shaft of the sds had a leak. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis revealed a longitudinal tear on the outer shaft.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: a visual examination of the crimped stent found no issues with the crimped stent. The bumper tip of the device showed no signs of damage. A visual and microscopic examination found that there was blood inside the balloon indicating there was a leak at the time of the procedure. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found an 8mm longitudinal tear on the outer shaft, distal to the port bond skive. An attempt to inflate the balloon was unsuccessful as the inflation fluid leaked through this tear. The tear was likely caused during the advancement of the device over the guidewire during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).